Manufacturer narrative:
(B)(4). Complaints of this nature are being investigated under (B)(4).

Event description:
Surgeon implanted a aa4203tl toric silicon lens. The plunger overrode the lens causing the lens to tear. The lens was removed. No patient injury.